Manufacturer narrative:
The customer¿s report of leakage was confirmed. Visual inspection identified a hairline crack and severe stress cracking at the surface of the female luer. Functional testing was performed; fluid was observed to be leaking from the hairline crack. Further testing was performed by connecting the maxplus valve to a lab female luer; the connection was secure and no leakage was identified during pressure testing. The root cause of the leak was a hairline crack on the female luer. The cause of the crack is unknown.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the logs/device be received for evaluation.

Event description:
The report suggests a saline leak occurred during clinical use. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident